Manufacturer narrative:
Per (B)(4) final report: additional information, including post-op x-rays, operative notes, angulation of the screw when being inserted, whether the cup was fully impacted within the acetabulum prior to insertion of the screw, how many screws were implanted in total, a photograph of the part of the screw that broke off, whether the broken screw remained implanted or was removed, whether there were any bits of broken screw left in the patient wound, whether the surgeon was happy with the fixation of the screw and information regarding the instruments used to prepare the screw hole, was requested in order to progress with the investigation of this event, however, not all information was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has not received any other reports for items from this batch. Based on the available information, the root cause of the reported event could not be determined. However, additional advice has been provided to the surgeon regarding the use of the screw hole preparation instruments and the surgeon has not encountered the same issue since. Therefore, this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, whilst inserting the trinity cancellous bone screw, a piece of metal came off the head of the screw.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post-op x-rays, operative notes, angulation of the screw when being inserted, whether the cup was fully impacted within the acetabulum prior to insertion of the screw, how many screws were implanted in total, a photograph of the part of the screw that broke off, whether the broken screw remained implanted or was removed, whether there were any bits of broken screw left in the patient wound, whether the surgeon was happy with the fixation of the screw and information regarding the instruments used to prepare the screw hole, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
During surgery, whilst inserting the trinity cancellous bone screw, a piece of metal came off the head of the screw.